Manufacturer narrative:
(B)(4)the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain, fever, and turbid effluent. It was not reported if the patient was hospitalized for the peritonitis event. They cause of the peritonitis was reported as change unusual place. However, the cause is unknown as this was not clarified nor confirmed. The patient was treated with unspecified antibiotics (route, dose, and frequency not reported, duration of 2 weeks) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovered from the event. No additional information is available.